Manufacturer narrative:
(B)(4) additional information: update received on 14jan2016 stated that the hospital biomed found nothing wrong with the iabp. Evaluation: no parts or recorder strips were returned to the teleflex (B)(4) facility for evaluation. A device history record (DHR) review was conducted for the iabp lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of a "constant annoying alarm" was not confirmed. The biomed checked the pump and there was no problem found. No alarms were triggered. The cause of the constant annoying alarm could not be determined.

Event description:
It was reported via a hot line call that the event involved a patient status post cardiac cath lab intervention. According to the rn there was a "constant annoying alarm." The rn stated they had a drain failure alarm and she emptied the condensation bottle, but the alarm was constant. Pumping was not interrupted, but it was very annoying. The clinical support specialist (css) had the rn re-check that the bottle tubing was not kinked. The rn stated the bottle just had a nipple on the top and was not connected to any tubing. The rn was able to get the tubing and attach it to the bottle. The css could not hear any alarms the entire call. The rn stated the pump was plugged in and had about 2/3 helium in the tank. The rn stated the pump is pumping and the patient is being supported appropriately, but the noise was disruptive. The rn denied any messages on the screen and stated the pump had continued to support the patient appropriately. The css had the rn complete a manual purge and the noise was still there. The css had the rn hold the phone up to the pump and the css could only hear a slight ringing sound. It did not sound like the piezoelecrtic sensor alarm, but it was not something the css had heard before. As a result, the css instructed the rn to change the pump out and send it to biomed for an evaluation. Length of time prior to use: minutes. Outcome of patient: stable at end of call.

Manufacturer narrative:
(B)(4). Device/parts will not be returned for evaluation.

Event description:
It was reported via a hot line call that the event involved a patient status post cardiac cath lab intervention. According to the rn there was a "constant annoying alarm." The rn stated they had a drain failure alarm and she emptied the condensation bottle, but the alarm was constant. Pumping was not interrupted, but it was very annoying. The clinical support specialist (css) had the rn re-check that the bottle tubing was not kinked. The rn stated the bottle just had a nipple on the top and was not connected to any tubing. The rn was able to get the tubing and attach it to the bottle. The css could not hear any alarms the entire call. The rn stated the pump was plugged in and had about 2/3 helium in the tank. The rn stated the pump is pumping and the patient is being supported appropriately, but the noise was disruptive. The rn denied any messages on the screen and stated the pump had continued to support the patient appropriately. The css had the rn complete a manual purge and the noise was still there. The css had the rn hold the phone up to the pump and the css could only hear a slight ringing sound. It did not sound like the piezoelectric sensor alarm, but it was not something the css had heard before. As a result, the css instructed the rn to change the pump out and send it to biomed for an evaluation. Length of time prior to use: minutes. Outcome of patient: stable at end of call.